Event description:
This report summarizes <noe> 39 </noe> malfunction events in which the device had paint chips missing. 39 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 38 events were originally reported for this failure mode during the reporting quarter. 39 events should have been reported; 1 event was inadvertently excluded. - 39 reported events are included in this follow-up record. Product return status 8 devices were received. 31 devices were evaluated in the field. Event confirmation status 38 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 38 devices were found to be affected by missing paint chips. 1 device had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 38 events were reported for this quarter. Product return status: 8 devices were received. 30 devices were evaluated in the field. Event confirmation status: 37 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 37 devices were found to be affected by missing paint chips. 1 device had no problem found. Additional information: 38 devices were not labeled for single-use. 38 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 38 </noe> malfunction events in which the device had paint chips missing. 38 events had no patient involvement; no patient impact.